Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. "Device iteration is afx with strata."

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal extension to treat an abdominal aortic aneurysm (aaa). Approximately 5 years post initial procedure during a routine follow up a type 3b endoleak was identified. Physician has reported that at this time re-intervention is undetermined as patient is dealing with other health issues (lung masses).

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, an active type iiib endoleak and sac growth events are unconfirmed however, it is noted that there was thrombus within the stent and a strut fracture, and the event is device related due to strata material. The type 3b endoleak resulted in the strut fracture and thrombus within the stent. Procedure related harms for this event could not be determined. The final patient status was not reported. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. "Device iteration is afx with strata". Corrections: h6: remove result code 3233; h6: remove conclusion code 11.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal extension to treat an abdominal aortic aneurysm (aaa). Approximately 5 years post initial procedure during a routine follow up a type 3b endoleak was identified. Physician has reported that at this time re-intervention is undetermined as patient is dealing with other health issues (lung masses). Additional information: sac growth of 7mm was reported. An intervention was completed. The physician elected to reline the original implanted devices with the ovation ix abdominal stent graft system.